Event description:
Thye lay user/patient contacted lifescan (lfs) in 2006 and alleged that her one touch ultra meter was reading inaccurately high. Lfs was able to obtain further information from the patient. The patient was advised to check her meter to make sure it was working correctly as the patient had suffered hypoglycemia in february 2006 at 4:00 am. The patient became disoriented and then she collapsed. Her husband gave her glucose drinks and then tested her on the reported meter with a result of 5.0 mmol/l (90 mg/dl). He called an ambulance as she wasn't recovering as usual. Prior to the paramedics arriving (they arrived within 15 minutes), the husband continued to administer glucose drinks to the patient. The paramedics' meter result was "3. Something" (patient unsure of exact result). She was given glucose treatment by the medical professionals. The night prior to the event, at 8:30 pm, the patient had taken her set amount of 15 units of actrapid and then took her 20 units of insulatard (she takes this only once a day) at 10:30 pm. She ate as usual after taking the insulin. The patient does not recall any readings on the meter prior to the event. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mmol/l) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, the patient's control solution was expired and therefore, a quality control check could not be performed. Although the patient was not tested on the meter prior to being given glucose drinks by the husband at the time of the event and also, the patient did not recall what her blood glucose results were prior to the event, this complaint is being reported because the alleged high result on the meter does not match the low symptoms at the time of concern and since the patient had been given glucose drinks between the meter result and the emt meter result, the expected reading on the emt meter should be much higher. A replacement meter, control solution, and test strips were sent to the lay user/patient.